Event description:
It was reported that when attempting to view the image recorded in the internal buffer and on the usb, the video system center screen appeared and the image disappeared. The issue was identified during a pre-use inspection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.